Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix extended and tissue visible inside the helix. This would contribute to removal issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves. It was also noted that the lead was difficult to remove. The lead was explanted and replaced. No patient complications have been reported as a result of this event.